Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found that a cell rinse tube was damaged and leaking and replaced it. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c701 module. The initial creatinine result was 832 umol/l. The customer questioned the initial result as it was not consistent with the patient's clinical history and repeated the sample. The repeat result was 84 umol/l. No questionable results were reported outside of the laboratory.